Event description:
Senseonics was made aware of an incident where the sensor broke during the removal process and only a piece of sensor was retrieved. The sensor was inserted back in 2021 and there had been no previous attempts to remove the sensor after it reached end of life because the user's eversense center closed for several months and afterwards the user didn't schedule any new appointments for a removal. The removal procedure was attempted on (B)(6) 2024 and during extraction, the sensor broke into two pieces.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt. No date is available of yet. The additional information will be provided in a supplemental report.

Manufacturer narrative:
It was reported that the sensor broke during the removal procedure on (B)(6) 2024 at 10:45 am. Per case notes, only one piece of the sensor was retrieved and remaining piece remained in the arm. The hcp was not able to find it at that time and decided to schedule another appointment. The piece that was removed was discarded by the hcp and was not kept for return. Another removal attempt was made on (B)(6) 2025, during which the remaining piece of the sensor was removed. Despite issuing a return material authorization (RMA), the second piece of the sensor was also disposed off. No visual evidence was provided either in the form of images. As a result, the complaint could not be visually confirmed. The potential root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion site may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". The customer is doing well. This incident does not require any further investigation. B4. Date of this report 25 june 2025. G3. Date received by the manufacturer? 25 june 2025. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.